Event description:
It was reported that during a rotational atherectomy procedure, the guidewire fractured and a portion of the wire remains in the distal segment of the pt's artery. Pt status is listed as "okay".